Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion causing the reported failure to advance and subsequent stent dislodgement. The stent was retrieved in the guide without any adverse effects to the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the tortuous left anterior descending coronary artery that was heavily calcified. During a failed attempt to cross, the xience xpedition stent dislodged off its delivery catheter but was retrieved in the guiding catheter. There was no adverse patient effect or a clinically significant delay. Another xience stent was used to complete the procedure. No additional information was provided.